Event description:
In 2009, the patient reported that her blood glucose was elevated to 514 mg/dl, and she found that her infusion site had been pulled out of her body. She stated that she felt dehydrated. She stated that the infusion site had been in place for 2 days and may have been pulled out on the counter at work. She changed the infusion site and bolused 14 units of insulin. Her blood glucose decreased to 410 mg/dl during the report. Upon follow up four days later, the patient reported that her blood glucose had returned to normal. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.